Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including verifying the customer did not wash or dry the tubing on pump and verifying no milk backup occurred; the troubleshooting did not resolve the issue. A replacement device and tubing were sent to the customer. In follow up with a complaint handler on 03/11/24, the customer indicated that she developed mastitis in (B)(6) of 2023, she stopped using the pump. Then when she returned to work in (B)(6) of 2024, she started to use the pump and was diagnosed with mastitis again. Currently her mastitis is resolved. Based on the results of our internal investigation (reference number (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However, in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On 3/8/24, the customer alleged to medela llc that her freestyle handsfree pump touch screen was unresponsive and was having issues with the tubing staying in place. The customer also alleged, that she had developed mastitis from the pump also having low suction and was prescribed antibiotics.